Event description:
It was reported that the symptomatic patient presented in the emergency room after receiving appropriate hv therapy for vf. Post-paced t-wave oversensing was observed on the stored electrogram. It was noted that the patients electrolytes were out of balance, and once resolved no t-wave oversensing was seen. Programming changes were made. No further symptoms were noted and the patient was discharged.